Manufacturer narrative:
G4: 25feb2020. B4: (B)(6)2020. The touchscreen assembly was received for evaluation. Verified customer complaint of touch screen out of specification. Noted resistances out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date recv'd by MFR: 02jan2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also found that the oxygen concentration was out of the acceptable range. The service technician replaced the touch screen and the reported problem was resolved. The flow sensor was replaced and the oxygen concentration was within the acceptable range. The ventilator was calibrated successfully and passed all required testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
The customer reported the touch panel was disabled. There was no patient involvement.